Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The technician found oil to be leaking from the start run capacitor on the refrigeration unit. The device as been requested back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a smoke came out of a heater-cooler system 3t during procedure. There was no report of patient injury.

Manufacturer narrative:
The device has been requested back for further investigation. Results revealed that the failure of the start and run capacitor was caused by a defective compressor. The compressor was defective due to water in the refrigeration cycle and it could not start anymore. The capacitor has a maximum working time of a few minutes. The compressor tried to start till the capacitor failed. This led to a damage of the component and the consequent oil leak which caused smoke coming out from the device. Corrective actions are in progress for this issue.